Manufacturer narrative:
A visual evaluation of the returned device found that the stent was bent in several locations and the duodenal barb was found out of specification. Complaint confirmed, the reported issue of stent migration could not be functionally verified, however, findings from the visual evaluation indicated that likely the device condition could have contributed with the reported event. Based on the product analysis, most likely some operational/anatomical factors encountered during the procedure which may have limited the overall performance of the device. A device under tortuous conditions due to patient anatomy or customer use/manipulation/maneuvering can lead to bend the stent. Once the stent is bent, this condition can contribute with the barb out of specification since it impacts the dimension of the barb height. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was placed into common bile duct during a stent placement procedure performed on (B)(6) 2017. On (B)(6) 2017, according to the complainant, during stent replacement procedure, the physician observed that the flexima plus biliary stent flap was closed causing a stent migration into the bile duct. The procedure was completed with another of the same flexima plus biliary stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was placed into common bile duct during a stent placement procedure performed on (B)(6) 2017. On (B)(6) 2017, according to the complainant, during stent replacement procedure, the physician observed that the flexima plus biliary stent flap was closed causing a stent migration into the bile duct. The procedure was completed with another of the same flexima plus biliary stent. There were no patient complications reported as a result of this event.